Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of bruise and possible vascular occlusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm voluma using the packaged needle in the chin. Prior to the injection, the patient was prepped with antiseptic. Patient developed a bruise and possible vascular occlusion in the chin the same day. Patient was treated with hyalase the next morning and was given hydrocortisone IV to prevent any anaphylactic reaction. Symptoms resolved same day of treatment.